Manufacturer narrative:
Correction made as incorrect codes were chosen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer has reported that their monitor did not alarm for vtach, but the vtach alarm limits were not reached - the high hr limit was higher than the frequency of rate during the vtach event. The customer then questioned why lower level (yellow) alarms were not triggered. The customer reported that a nurse saw the rhythm event and corresponding steps were taken for the patient. No adverse events or patient harm have been reported.